Manufacturer narrative:
It was reported that the patient experienced peritonitis episodes in (B)(6) 2017 with no report of recovering in between. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The peritonitis was reported to be occurring over the past three months. On an unreported date, the patient was treated for the peritonitis with an unspecified anti-inflammatory drug infusion (dose, frequency, and route was not reported). It was not reported if the patient was hospitalized the event. At the time of this report, the patient was not recovered and dianeal therapies were ongoing. No additional information is available.